Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen via an implantable pump. The indications for use was intractable spasticity. It was reported that the healthcare provider (hcp) stated that over the past month or so the patient's spasms have been getting worse. They had tried but were unable to aspirate the catheter so they could not perform a dye study. The hcp stated that they planned to access the reservoir to refill the pump tomorrow. The manufacturer's technical services specialist (tss) reviewed considerations around inability to aspirate the catheter; advised caller to check reservoir volume for accuracy. Tss reviewed option to program a single bolus if medically appropriate for this pt. Tss reviewed considerations around potential catheter revision if needed. The issue was not resolved through troubleshooting.